Event description:
The patient contacted animas on (B)(6) 2013 reporting that the up and down buttons were sticking. There is no reported adverse event with this complaint. This report is made based on the allegation of the tactile changes issue.

Manufacturer narrative:
Follow-up #1: date of submission 12/17/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: there is no visible damage to the keypad. The contrast and down buttons have an intermittent response. The up and ok buttons respond properly. Removed the keypad and found contamination under the contrast and down button contacts. The pump booted to the verify screen with dim pink contrast.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.